Event description:
The reporter stated that the clip clamp did not close allowing a small amount of blood to leak out of the catheter. The clamp appeared to be closed fully. The reporter indicated that this had occurred on two other occasions but did not provide details on these events. There was no pt injury or treatment. This issue was reported to medex medical by the broomfield hosp, chelmsford, essex.